Event description:
It was reported during testing that the device was heating up. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.